Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: on investigation, the pump powered on and alarmed with a low battery warning (cs177) during confirmation of the ¿verify¿ steps. Ez-prime steps were performed correctly, and all electrical current readings were found to be within specifications. Investigation did not duplicate the ¿cs128¿ complaint. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Moisture ingress into the battery compartment occurred at the site of the crack.